Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine follow-up, noise was observed on the right atrial lead. The noise was oversensed, and it was reproducible with isometrics. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the event.